Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the deployment of 26mm sapien 3 ultra valve, at full inflation with nominal volume, the ultra delivery system balloon burst. Difficulties were then encountered to retrieve the balloon back into the axela sheath but after several attempts it was managed to get the balloon into the sheath in the abdominal aorta. There were no consequences for the patient and the patient is in good condition. The implanting doctors stated that there were no factors which could have predicted this balloon rupture (no bulky leaflet, no high calcification). The annulus area measured 530x550.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During additional review of this case it was noted "additional intervention" was inadvertently reported on the initial MDR. This case involved a device malfunction for which additional intervention was not required.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site. Photographs provided by the complaint site showed the balloon burst, almost separated into two pieces. A device history records (DHR) review performed revealed no manufacturing non-conformances that would have contributed to the complaint events.  The delivery system and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of lot history revealed no additional similar complaints.   A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (may 2018 to april 2019) revealed other similar complaints (burst / withdrawal difficulty). Of the complaints that were confirmed, no manufacturing non-conformances were found during the evaluation. Available information supports that patient and/ or procedural factors likely led to the reported events and there was no evidence of device malfunction or manufacturing non-conformance. A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action for the complaint trend category. The complaint for the balloon burst was confirmed through photographs provided by site. As no imagery of the sheath was provided, the withdrawal difficulty was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Although specific details of the patient anatomy were not given, the implanting physician stated there was ¿no high calcification¿. However, even a small amount of annular calcification could contribute to the complaint event. Patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As stated in the initial description, ¿while retrieving the ultra delivery system, the burst balloon would not enter the axela sheath¿. It is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. In doing so, it is possible that the delivery system experienced high retrieval forces when attempting to enter the sheath. Per training manual, ¿do not force if resistance is met near or at the sheath tip¿. While a definitive root cause was unable to be determined, available information suggests that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (retrieval difficulty with burst balloon) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  As so labeling/IFU inadequacies were identified, neither corrective/preventative actions nor a product risk assessment (pra) are required at this time. However, a product risk assessment (pra) was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks. As a corrective action, a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase. Additionally, the CAPA will be used to capture the effectiveness of the training bulletin. However, it should be noted that this complaint occurred prior to the release of the training bulletin.

Manufacturer narrative:
Additional information: h7, h9, h10.  Section h10: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.